Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: black mold like appearance and flat creases. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure.

Event description:
Healthcare professional reported unknown side exchange of textured devices due to patient's concern with product. Healthcare professional added, "r slightly deflated" and "hole in valve". Device has been explanted. This record is for the right side.